Manufacturer narrative:
Concomitant medical products: 694765 lead, implanted: (B)(6) 2012. The proximal portion of the lead was returned, analyzed. Analysis indicated that the outer insulation of the lead developed a breach due to a depression while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
The atrial lead was returned to the manufacturer, analyzed, and tested out of specification. Follow-up with the physician's office did not yield any additional relevant information. No patient complications have been reported as a result of this event.